Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. A revision surgery was performed, during which the physician confirmed fluid loss from the tubing; therefore, the device was explanted and replaced. No additional information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and fluid leak are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.